Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found evidence of reported problem. Investigator's visually inspected the pump and found air bubble on downstream occlusion sensor. The customer's stated problem was verified regarding "cassette not attached". During investigation inspected the pump and found air bubble on downstream occlusion sensor. Further investigation of the pump determine that the air bubble was the root cause of the issue. Service's will replace the downstream occlusion sensor to correct the reported problem.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited "cassette not attached". No patient was involved in this event and no adverse effects were reported.